Manufacturer narrative:
(B)(4). The device was reported as not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the prostar xl instructions for use, states: if significant resistance is encountered prior to needle tips emerging at the top of the barrel,or if all four of the needles are not deployed, terminate deployment. Refer to the technique for needle back-down section to perform needle back-down procedure. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted with a prostar xl device, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, three of the needles presented at the hub, the fourth needle came out through the patients skin. The suture from the needle that came out through the skin did not capture the artery and was removed from the patient anatomy. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved using the one successfully placed prostar xl suture. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.